Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Device had cracked display window corner, cracked reservoir tube window and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the buttons were wetting stuck and the insulin pump is cracked at the case and near the screen. Blood glucose value was 411 mg/dl. No significant events leading to the keypad issue. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.